Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results -product evaluation and results: material analysis indicated "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." -clinician review: a review with a clinical consultant indicated "the primary tha operative report describes an uncomplicated cemented exeter stem. The revision tha describes a fracture at the shoulder of the stem. This fracture is clearly seen on the x-ray. Fracture of the proximal femoral exeter stem is confirmed. The root cause of this mechanical failure cannot be established from the information provided. -product history review: review of the device history records indicate the devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: material analysis indicated "characterisation using stereo microscopy and scanning electron microscopy confirmed fracture to have propagated in fatigue with final fracture in overload. No manufacturing or material related defects were observed on the device surfaces examined." A review with a clinical consultant indicated "the primary tha operative report describes an uncomplicated cemented exeter stem. The revision tha describes a fracture at the shoulder of the stem. This fracture is clearly seen on the x-ray. Fracture of the proximal femoral exeter stem is confirmed. The root cause of this mechanical failure cannot be established from the information provided no further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
No new information.

Event description:
The following was reported: exeter stem has broken in neck area inside patient. Patient was at a friend's house using a shoehorn to put on shoes when implant broke. Patient directly admitted to hospital. A cement in cement reoperation was performed on the (B)(6) 2025 where the broken implant was taken out and replaced with a new exeter and l-fit head.